Event description:
It was reported that the right atrial (ra) lead was not functioning with poor sensing and no capture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. E2dr01aa implantable pulse generator (B)(6) 2005; 5092 implantable pacing lead (B)(6) 2005. (B)(4).